Event description:
During the course of the laparoscopic cholecystectomy, the ethicon clip applier fired four consecutive clips and the clips themselves scissored and resulted in failure of the device. A second ethicon clip applier was opened and at least two consecutive clips scissored. No torque or torsion was applied. In addition, clips cut the patient's cystic duct requiring endoloops and a different manufacturer clip applier. The surgeon attributed a 500ml blood loss to the failure of the device per the event report. However, the operative report indicates a 100ml blood loss.